Event description:
A lack of therapeutic effect from the pt's right hemisphere lead was reported. The pt saw his physician on or about (B)(6) 2011. After testing impedances and obtaining an x-ray, the right hemisphere lead appeared to be broken. The pocket site in the pt's left chest showed signs of erosion. On (B)(6) 2011, the implanted neurostimulator was replaced and the new device was implanted in the left abdomen. Because the lead was broken, the physician cut the right hemisphere extension, but left it implanted. A new extension was implanted for the left hemisphere lead, and a plug was placed in channel 2. The pt was believed to be recovering well, and was scheduled to see his physician on (B)(6) 2011. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).